Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of an overload condition that led to the fracture of the ceramic liner.

Event description:
A year after the primary surgery, the patient heard an audible crack while gtting into the car. Revision surgery was completed to change the ceramic prosthesis to a polymer prosthesis.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. Novation crown cup bearing, group 3 and biolox forte alumina femoral head, 36mm, +3.5mm. The complaint product was received for analysis. The reported malfunction/product condition of a broken ceramic liner was confirmed. Visual evaluation condition/findings (7x or 10x optical)- the metal back cup on the inner surface has scratches and burnishing consistent with articulating with the femoral head and broken fragments of the ceramic liner following the fracture. The ceramic liner was returned in several small pieces. There is some metal transfer likely produced by rubbing between metal parts and the fragments of the ceramic insert after the fracture event. The returned femoral head with visible markings to the outer surface. There are metal transfer patterns of erratic appearance on the outer surface, on the face, and on the outer chamfer of the femoral head which appear consistent with rubbing between ceramic and the metal parts after the fracture event of the insert and during extraction of the femoral head. The frequency of occurrence ranking scale is low; therefore, this does not appear to be design-related. Since serial/lot information was not provided for the ceramic liner and could not be ascertained directly from the returned device fragments, manufacturing information cannot be reviewed at this time. There were no user-related issues reported that would contribute to the reported fracture. According to the manufacturer's failure analysis of similar complaint reports, the revision reported was potentially the result of either an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, or a disturbance at the interface between the metal cup and the insert, leading to an increase of stress and the fracture of the insert. However, this cannot be confirmed since the returned device was fractured into too many fragments to sufficiently reconstruct for purposes of determining the underlying cause when seating the cup components, the inclination of the cup components should not significantly exceed or fall below a value of 40-45°. The anteversion of the cup components should not significantly exceed or fall below a value of 10-20°. Outside this range there are restrictions in movement which can lead to subluxations and/ or dislocations of the head from the insert. Techniques are designed to reduce the potential incidence of chipping, mispositioning, breakage and improper fixation associated with ceramic-on-ceramic acetabular systems. The surgeon should be fully knowledgeable of the implants, implant compatibility, instruments and surgical procedure prior to performing surgery. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The hip revision reported was likely the result of either an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, or a disturbance at the interface between the metal cup and the insert, leading to an increase of stress and the fracture of the insert. However, this cannot be confirmed since the returned device was fractured into too many fragments to sufficiently reconstruct for purposes of determining the underlying cause. This device is used for treatment not diagnosis. Without serial numbers it is not possible to provide expiration date and manufactured date. This device is used for treatment, not diagnosis. Corrected data: this is not a facility or importer.

Event description:
It was reported from (B)(4). This is an ous device. No additional information was provided.